Manufacturer narrative:
Additional information: a non-medtronic 14-300 guidewire was used during the procedure. A leak occurred on the shaft of the device. The device was removed from the patient without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the amphirion deep pta balloon catheter was for evaluation. A visual examination of the balloon catheter revealed that the amphirion deep was received in a post-inflation profile, (e.g. Not tightly wrapped or winged). The inner guidewire lumen within the balloon chamber exhibits stretching causing it to undulate within the distal end of the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the catheter. A 0.014¿ compatible guidewire was loaded through the distal tip of the catheter. The guidewire could navigate its way through the undulated guidewire lumen within the balloon chamber. The guidewire was removed from the catheter. The balloon chamber was placed in a tub of water and a 10cc air filled syringe was attached to the inflation lumen luer lock of the y-manifold. The syringe was pressurized, and air bubbles were observed exiting a pinhole leak in the proximal end of the balloon chamber. The balloon catheter was removed from the tub. A water filled 10cc syringe was attached to the inflation lumen luer lock of the y-manifold. The syringe was pressurized, and a small stream of clear fluid was observed exiting the proximal end of the balloon chamber from a pinhole leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep with a 6fr long sheath during treatment of a 100mm cto (chronic total occlusion-100%) lesion in the patient¿s distal left posterior tibial artery of diameter 2mm. Moderate calcification and slight tortuosity are reported. A non-medtronic inflation device was used for balloon inflation. No damage noted to packaging or device prior to use. IFU was followed. The device was prepped without issue. No resistance was encountered when advancing the device. It is reported a balloon burst occurred during balloon inflation at a pressure of 5atm. It is reported no fragments were left in the patient. The device was replaced with another amphirion deep to complete the procedure. No injury reported.